Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with her sensors. She stated that she would get weak signal and lost sensor alerts on her insulin pump. She also said there were times where she would feel low so she would check and she would be low. She would then treat, but about a half hour later, her insulin pump goes into threshold suspend because the sensor reading was lagging. Customer has stopped using sensors. She was encouraged to try them again and call the help line when there are issues to troubleshoot. Customer did not provide her blood glucose level. Nothing further reported.